Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. It was impossible to perform impedance testing due to the condition of the lead as it was received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. The reported events of increased high voltage lead impedance and insulation damage were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, there was increased high voltage lead impedance (hvli) noted on the right ventricular (rv) lead. There was also insulation damage noted on the lead. The lead was explanted and replaced, and the patient was stable with no consequences.